Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Per echocrt study adverse event form, this pt had an infection ay the incision site. The physician prescribed keflex 500mg daily and this system remains implanted. Lumax 340 hf-t, MDR 1028232-2009-01084 setrox s 53, MDR 1028232-2009-01085.